Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, poor aspiration during ultrasound occurred. The phacoemulsification handpiece was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event. The fluidics module assembly and active irrigation assembly were replaced as a preventative measure. The system was then tested and met all product specifications. The phacoemulsification handpiece was not returned for evaluation. The phacoemulsification handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).